Event description:
The customer reported that there was a leak in the pilot balloon of the pt's tracheostomy tube after nine days of use. A non-routine replacement of the tube was required. The tube was discarded.